Event description:
On the 20th of january there occurred a disconnection of the venous line from an cvc during treatment. This resulted in massive blood loss for the patient, asystole and CPR initiated by the doctor and nursing team. Patient was transferred to ICU and received three bags of erythrocytes. Patient survived the accident. By the 23th of january the patient was back home. The client questions if the softness and flexibility of the bloodline can be the reason of the sudden disconnection of the line.